Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent graft. After implant, ivus was employed, and a kinked/compressed limb was seen on the contralateral side. There was no occlusion noted. The physician employed kissing balloons at a 20 mm native bifurcation to resolve the issue. Subsequent ivus showed that compression was improved. The physician stated that the likely cause was double radial force on the ipsilateral side from the bifurcate and ipsilateral limb and a somewhat narrow bifurcate. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).